Manufacturer narrative:
(B)(4). Additional information has been requested from the healthcare provider. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that this patient with a 23 mm pericardial aortic valve has been placed under consideration for valve replacement after an implant duration of two (2) years and two (2) months due to "leaking" of the surgical valve. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4).

Event description:
Edwards received information that a patient with a 23mm pericardial aortic valve has been placed under consideration for valve replacement after an implant duration of two (2) years and two (2) months due to mildly thickened leaflets, restricted leaflet opening, aortic stenosis and mild aortic insufficiency. No other details were provided.